Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 70 bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes underfilled. The following information was provided by the initial reporter: the medical center is facing issues related to the fill volume. The desired amount of blood is not coming. Due to this the blood/additive ratio hampers causing erroneous result.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot number and no issues were identified. The lot had expired as of the date of evaluation; therefore, no further testing will be conducted at this time. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 70 bd vacutainer® 9nc buffered trisodium citrate plus blood collection tubes underfilled. The following information was provided by the initial reporter: the medical center is facing issues related to the fill volume. The desired amount of blood is not coming. Due to this the blood/additive ratio hampers causing erroneous result.